Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis. It was not reported if the patient was hospitalized for this event. The patient was treated with vancomycin (ip, dose and frequency not reported). The patient developed yeast infection leading to fungal peritonitis. As a result, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovered from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.